Manufacturer narrative:
Device not returned for evaluation as it was implanted. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the device was dislocated. Engineering department recommended revision surgery, but the surgeon did not conduct the revision due to the patient's poor condition. This complaint was reviewed upon the acquisition of tmj solutions by stryker. There was a product malfunction which would be considered reportable based on stryker¿s determination of the potential severity for the reported event and based on the historical filing strategy on revision surgeries of cases of tmj solutions (now stryker). Based on this information, a report will be filed.